Event description:
Pt's crono syringe pump (sn # (B)(4)) is beeping. The pt stated she was sitting on the couch when suddenly her crono pump starting high-pitched alert beeping. The screen was completely blank, not showing an error. She switched to her backup pump and stated she switched right away after hearing the beeping. She is unaware if she had a lapse in medication. She does not report any symptoms or side effects. The pt is being shipped a replacement pump to arrive tomorrow morning and will send back the malfunctioning pump. Dose or amount: 71.7 ng/kg/min, frequency: continuous, route: intravenous. Dates of use: from (B)(6) 2015 to ongoing. Diagnosis or reason for use: i27.0, primary pulmonary hypertension.